Manufacturer narrative:
On (B)(6) 2017 09:19 am (gmt-4:00) added by (B)(6): the returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The received oxygen gas module was mounted in a reference ventilator where it was confirmed that the incoming gas pressure is measured incorrect and out of specification. The ventilator also fails the pre-use check. The failure was caused by a defective wall gas pressure transducer on a printed circuit board inside the gas module. The wall gas pressure transducer is part of the flow measuring in the gas module. A defective wall gas pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
Manufacturer ref #:(B)(4).

Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. (B)(4).